Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding,') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 and vaginal bleeding. Concurrent conditions included abdominal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and uterine enlargement ("uterine hypertrophy") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, endometrial ablation, dyspareunia, dysmenorrhoea, menometrorrhagia and uterine enlargement outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometrial ablation, genital haemorrhage, menometrorrhagia, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2011: no abnormalities seen, the essure probes were introduced into each fallopian tube ostium and advanced without problems. The coils were left in place and the probes were removed. Patient tolerated procedure well and left the office in good stable condition after reviewing post op care plan.. Pathology test: on (B)(6) 2014: uterus: cervix - no pathologic alteration. Endometrium: proliferative pattern. Myometrium: no pathologic alteration. Fallopian tubes, right and left diffuse congestion. Ultrasound scan vagina - on (B)(6) 2011: retroverted uterus with possible displaced tubal ligation wire in the region of the cervix.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device dislocation ('migration') in an adult female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 and vaginal bleeding. Concurrent conditions included abdominal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding,"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and uterine enlargement ("uterine hypertrophy"). The patient was treated with surgery (ablation and robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea and uterine enlargement outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2011: no abnormalities seen, the essure probes were introduced into each fallopian tube ostium and advanced without problems. The coils were left in place and the probes were removed. Patient tolerated procedure well and left the office in good stable condition after reviewing post op care plan.. Pathology test - on (B)(6) 2014: uterus: cervix - no pathologic alteration. Endometrium - proliferative pattern. Myometrium - no pathologic alteration. Fallopian tubes, right and left diffuse congestion. Ultrasound scan vagina - on (B)(6) 2011: retroverted uterus with possible displaced tubal ligation wire in the region of the cervix. Lot number:796893, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding,') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 and vaginal bleeding. Concurrent conditions included abdominal pain. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and uterine enlargement ("uterine hypertrophy") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, endometrial ablation, dyspareunia, dysmenorrhoea, menometrorrhagia and uterine enlargement outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometrial ablation, genital haemorrhage, menometrorrhagia, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6)2011: no abnormalities seen, the essure probes were introduced into each fallopian tube ostium and advanced without problems. The coils were left in place and the probes were removed. Patient tolerated procedure well and left the office in good stable condition after reviewing post op care plan.. Pathology test - on (B)(6)2014: uterus: cervix - no pathologic alteration. Endometrium - proliferative pattern. Myometrium - no pathologic alteration. Fallopian tubes, right and left diffuse congestion. Ultrasound scan vagina - on (B)(6)2011: retroverted uterus with possible displaced tubal ligation wire in the region of the cervix. Lot number:796893 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device dislocation ('migration') in an adult female patient who had essure (batch no. 796893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 and vaginal bleeding. Concurrent conditions included abdominal pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding,"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and uterine enlargement ("uterine hypertrophy"). The patient was treated with surgery (ablation and robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea and uterine enlargement outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion. Imaging procedure - on (B)(6) 2011: no abnormalities seen, the essure probes were introduced into each fallopian tube ostium and advanced without problems. The coils were left in place and the probes were removed. Patient tolerated procedure well and left the office in good stable condition after reviewing post op care plan.. Pathology test - on (B)(6) 2014: uterus: cervix - no pathologic alteration. Endometrium - proliferative pattern. Myometrium - no pathologic alteration. Fallopian tubes, right and left diffuse congestion. Ultrasound scan vagina - on (B)(6) 2011: retroverted uterus with possible displaced tubal ligation wire in the region of the cervix. Lot number:796893 manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event migration was added. Event endometrial ablation deleted and added as a surgery for menometrorrhagia. Seriousness criteria removed for genital haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.